Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014, resulting in a hypoglycemic event. Distributor advised patient was at work, lost consciousness and co-workers called an ambulance. Patient was hospitalized for 1 day and night. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Distributor sales force tested the alert functionality during the call and reported alerts were functional. Current condition of patient was reported as well, with no remaining inconvenience.